Event description:
It was reported that the flexible tip of the fragmentation basket separated from the ptd device during a declot procedure. There is uncertainty where the tip resides, but probably remains in the graft. The graft involved is no longer being used and the pt has suffered no complications.